Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed after an unrelated operation. Further testing and programming changes were recommended. The physician elected not to change anything with the device and will continue to monitor the patient.